Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of tip damaged. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis without the stent. This axios stent remained implanted. The delivery system inspection found that the inner sheath was kinked and a torque mark. Additionally, the nose cone (tip) was found damaged. No other damages were noted. Delivery system analysis could not confirm the reported event of stent difficult to deploy, and it is unknown if this issue was due to the physician's device manipulation during the procedure or related to a device malfunction. The investigation concluded that the finding events were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician. Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, there was difficulty in deploying, the deployment of the axios did not occur during step 3. Instead, it happened later at step 4 and quite quickly. The endoscope did not experience excessive bending. However, it was necessary to fiddle with the axios controls for at least 20 minutes to activate its deployment. The handling was precarious, but stent was able to be deployed eventually with this manipulation. The procedure was subsequently completed using the same device. There were no patients' complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding that the tip was found damaged.

Event description:
It was reported to (B)(4) corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, there was difficulty in deploying, the deployment of the axios did not occur during step 3. Instead, it happened later at step 4 and quite quickly. The endoscope did not experience excessive bending. However, it was necessary to fiddle with the axios controls for at least 20 minutes to activate its deployment. The handling was precarious, but stent was able to be deployed eventually with this manipulation. The procedure was subsequently completed using the same device. There were no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding that the tip was found damaged. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of tip damaged. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis without the stent. This axios stent remained implanted. The delivery system inspection found that the inner sheath was kinked and a torque mark. Additionally, the nose cone (tip) was found damaged. No other damages were noted. Delivery system analysis could not confirm the reported event of stent difficult to deploy, and it is unknown if this issue was due to the physician's device manipulation during the procedure or related to a device malfunction. The investigation concluded that the finding events were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician. Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.